Event description:
Caller reported a malfunction with his insulin pump, which displayed an error message indicating it could not operate and presented with malfunction code 9-0x20f1. This issue led to his blood glucose level becoming critically high, though the specific value was not known, as it was only shown as "high." Caller self-administered a correction injection using manual delivery methods and did not require any external assistance. In response to the issue, technical support decided to replace the pump with a new one featuring updated software. Customer reverted to an alternative method of insulin therapy.